Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, intermittent noise causing inappropriate auto mode switch episodes on the right atrial lead. The device was reprogrammed. The patient would continue to be monitored. There were no patient consequences.